Manufacturer narrative:
Follow-up # 2 (08/05/2013)-device evaluation: the subject meter was returned on (B)(4) 2013 and analysis completed on (B)(4) 2013 by lifescan product analysis with the following findings: the reported complaint could not be confirmed. The meter functioned normally and no issues were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the reporter contacted lifescan france, alleging blood reading as control. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
: The test strip passed testing with no faults found.the meter have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.